Event description:
A customer reported receiving a 94 mg/dl on their precision xtra blood glucose meter, and then reported feeling "edgy." He also reported not being able to recognize his wife, and that his eyes were "opaque." Paramedics were called, and the customer was taken to a local hospital where they were diagnosed with hypoglycemia. Apple juice, a sandwich, and milk were administered in order to stabilize his glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: while speaking with adc customer service. The customer's wife explained that the customer probably treated himself erroneously, which caused his blood sugar to drop.